Manufacturer narrative:
Patient information is unknown. It is unknown when patient¿s pain began. This report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent hardware removal of a solid humeral nail (uhn) washing out the area (debridement) due to pain. The area of the humerus was being washed out due to the painful hardware. It is unknown when hardware was originally implanted. The screw, end cap and spiral blade were successfully removed. However, the screw head broke off upon removal and the humeral nail would not come out of the patient. It was reported that the patient did not have an infection at this time. There was an unknown surgical delay reported. The patient was stable following the procedure. This report is for an unknown locking screw. This is report 2 of 4 for (B)(4).